Manufacturer narrative:
The t:slim x2 user guide states, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 123-378 mg/dl, and the meter bg reading was 86-289 mg/dl. Reportedly, the customer was not performing a calibration every 12 hours. In addition, it was reported that the customer's bg level dropped to 40 mg/dl due to inaccurate bg readings. Reportedly, the customer required assistance with addressing low bg levels. Food and juice was brought to the customer to treat low bg's. A replacement sensor was sent to the customer.